Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which found that the bearings were worn out, loose and were no longer in axial alignment. It was determined that this condition was caused by worn out bearings from normal use and servicing over time. It was further determined that the tip of the device was bent and the protective footplate had been drilled / fractured. It was determined that the burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber and was forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into or through the neuro tip. The assignable root cause was determined to be due to improper assembly of the cutter device, attachment device and drill device, thus, failure to follow instructions for use. This was further defined as component damage caused by misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during pre-surgery testing, it was observed that the ball bearings on the crani-attachment device were loose. During in-house engineering evaluation, it was found that the bearings were worn out, loose and were no longer in axial alignment; and the tip was bent and the protective footplate had been drilled / fractured. It was reported that there was no patient involvement. It was reported that there was no delay to the scheduled surgical procedure as an unspecified spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.